Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Age: unk. Weight: unk. Ethnicity: unk. Race: unk. This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). (B)(4). Work order search: no similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticm5_12.6 implantable collamer lens, -11.5/+3.5/071 (sphere/cylinder/axis) in the patient's left eye (os), on (B)(6) 2019. The lens was repositioned on (B)(6) 2019 but the problem was not resolved. The lens was explanted on (B)(6) 2019 due to low vaulting and lens rotation. The patient experienced glare/halos and blurred vision. The lens was exchanged and the problem was resolved. The cause of the event was due to user error/device.